Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the patient's right atrial (ra) lead was experiencing far field r-wave (ffrw) oversensing. The lead was reprogrammed an remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.